Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components.¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
It was reported that an impella 5.5 pump was implanted to support a patient admitted for acute decompensated non-ischemic heart failure. While on support, there were instances of suction events. Some of these events self-resolved with ambulation and others were attributed to position, nipride and bumex doses. In one instance of a suction alarm, the device¿s position was double checked and pulled back one centimeter. Additionally, a bleed was suspected so the patient was scheduled for colonoscopy and anticoagulants were withheld. The pump generated multiple placement signal low alarms so placement signal monitoring was disabled and audio alarms for suction were turned off. The patient had a fever and positive blood cultures, and a small amount of purge was leaking at the side arm. Impella support continued.

Manufacturer narrative:
The cause of the suction events could not be determined due to inconclusive data log review and insufficient clinical details. The cause of the optical signal issue was sensor wear, a durability issue. The cause of the purge leak could not be determined due to no product returned and insufficient clinical details. The root cause of the fever, infection, and bleeding experienced was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.